Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer performed a supply change to resolve the occlusion. Customer's blood glucose (bg) level was "high"; specific value not provided. Customer loaded a new cartridge and administered a correction bolus via the pump to address bg.